Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was hospitalized on (B)(6) 2014. The hospitalization was reported to be a continuation of the (B)(6) 2014 peritonitis event previously reported. It was reported that the patient experienced peritonitis again on (B)(6) 2015. This event was reported to be a continuation of the (B)(6) 2014 peritonitis event. The patient was discharged from the hospital on an unreported date in (B)(6) and was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. On the day of onset, the patient was treated with two tablets of oral bactrim for the peritonitis event. The following day, the patient began treatment with oral bactrim (one tablet, daily for twenty-one days) for the peritonitis event. Twenty five days after the initial peritonitis diagnosis, the patient experienced abdominal pain and cloudy effluent and was hospitalized for the ongoing peritonitis event. During the hospitalization, peritoneal dialysis therapy was being performed via continuous ambulatory peritoneal dialysis (capd). On unreported date(s) during the hospitalization, the patient was given unspecified intravenous medication(s) (medication, dosage, frequency, and duration not reported). At the time of this report, hospitalization was ongoing. The patient was not recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available at this time.